Event description:
The manufacturer received information alleging 43 families have begun a collective lawsuit regarding users of philips respironics e30 in (B)(6) hospital (B)(6) in mexico. The reported event(s) makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported; therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. Additional information has been requested regarding the details of the reported death, as well as information in regard to devices. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to an allegation of death due to a defective ventilator. The product associated with this complaint was not returned to the manufacturer. This report is being filed to conclude that no further investigation is possible. The manufacturer was made aware of this complaint through a representative of the customer. No additional information can be requested at this time. At this time, no further investigation can be performed.